Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the indeterminate endoleak, sac growth and open repair events are unconfirmed due to a lack of relevant medical records and imaging. Several attempts were made for medical images and no response was received. During the investigation the clinical personnel identified off-label product use for the reported aortic neck of 17mm (should be 18-32mm) as well as the left common iliac stenosis of 80% with a left external iliac measurement of 7mm (should be 10-23mm) and this most likely contributed to this event. Procedure related harms and device, user, procedure or anatomy relatedness of this event could not be determined. The final patient status was not reported. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata. Corrections: h6: remove device code 3190. H6: remove result code 3233. H6: remove conclusion code 11.

Manufacturer narrative:
The device involved in this event has not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with a bifurcated stent graft to treat an abdominal aortic aneurysm (aaa). Approximately eight (8) years post initial procedure (exact date is unknown), an indeterminate endoleak (possible type 1a or 3b) with sac growth was reported. An open repair / explant has been scheduled but no further information has been provided.